Event description:
The micro drill was sent for eval because it was running while in safe mode during a procedure. A readily available spare device was used to complete the procedure without any delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage to the sockets was identified as the probable cause of the device running while on safety. Damaged sockets can create a high impedance at the connection between the console and the handpiece resulting in false operation signals to the console.